Manufacturer narrative:
The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. An 0x1c alarm was generated indicating that the pod had reached its expiration time of 80 hours. This is not a failure of the device but rather a safety feature of the device. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient required medical intervention and was taken to the emergency room due to hypoglycemia. The patient reported despite drinking soda and fruit juice, her blood glucose levels dropped to 42 mg/dl ("and dropping") while wearing the pod between 4 and 24 hours. Patient's son called an ambulance and paramedics treated patient with glucagon; patient was then taken to the emergency room (ER) and was additionally treated with intravenous fluids. The patient was released after spending 4.5 hours in the emergency room.